Manufacturer narrative:
Literature citation: ryo kitagawa, yasumitsu toribatake, shunpei okamoto, yasuhiro ogawa, shintaro iwai, and takayoshi ishi . ¿performance of balloon kyphoplasty against vertebral fractures exhibiting neurological symptoms in the lower extremities¿. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a literature article that the patient developed vertebral compression fracture at l4 when the patient lifted heavy stuff. Bkp was performed because radiculopathy at the right side of l4 was confirmed since the injury, but no improvement was seen, so that posterior decompression surgery was performed.